Manufacturer narrative:
(B)(6). The product was returned for inspection. Based on the product analysis, the subject code was changed. During an endovascular (ptcd or percutaneous transhepatic cholangio-drainage) procedure, while maneuvering the 80 cm. Smart control 10 x 80 vas stent delivery system (sds), the anterior part of the catheter broke. The sds was retrieved in total. There were no negative consequences for the patient. The procedure was finished successfully with another smart control stent. The device was stored and prepared according to labeling instructions. Additional information received indicated that the target lesion was a bile duct. The product issue reported was the outer sheath broke but did not detach. During maneuvering of the catheter there was no excessive resistance experienced. There were no anomalies noticed during preparation of the device. The product was returned for analysis. One non-sterile pkg assy 10x080 smart vas 80cm sds was returned. Per visual analysis the stent had been deployed. The inner member was separated from the hub and it showed kinks at 12 cm and 22 cm from the distal end as well as a twisted section at 14 cm from distal end. No other discrepancies were found. Per sem analysis the separated sections of the inner member revealed elongations and frayed edges and evidence of glue. The elongations and frayed edges revealed evidence of a plastic deformation indicative of an application of a tension force that induced the separation. A device history record (DHR) review of lot 17347024 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner shaft separated-in patient (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural and handling factors may have contributed to the event as evidenced by elongations and frayed edges noted on the device during analysis indicative of an application of a tension force that induced the separation. The reported ¿outer sheath separated-in patient¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, an endovascular (ptcd) procedure, while maneuvering the 80 cm. Smart control 10 x 80 vas stent delivery system (sds) the anterior part of the catheter broke. The sds could be retrieved in total. There were no negative consequences for the patient. The procedure was finished successfully with another smart control stent. The device was stored and prepared according to labeling instructions. The product will be returned for inspection. Additional information received indicated that the target lesion was a bile duct. The event date was received and updated. The product issue reported was the outer sheath broke but did not detach. During maneuvering of the catheter there was no excessive resistance experienced. There were no anomalies noticed during preparation of the device. Addendum: inner shaft separation was noted during analysis.